Manufacturer narrative:
Vyaire medical file indentification: (B)(4). H3: 81 other ¿ currently, the suspect device has not been returned for evaluation. Therefore, a root cause has not been determined. The issue was resolved by troubleshooting was requested by the customer and the issue was resolved by vyaire's technical support team. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : troubleshooting with vyaire medical tech support resolved the issue

Event description:
It was reported to vyaire medical the customer is requesting troubleshooting for fio2 and vte issues. Low fio2 alarm appeared. Unit was on a patient with no harm, swapped out with another avea ventilator. No harm or injury to the patient.